Manufacturer narrative:
The accounts biomed found that the spacer was missing from the brake caster. He installed the spacer to repair the bed.

Event description:
The account alleged that the brake would not hold.